Manufacturer narrative:
Information contained in this report was previously submitted through asr. A review of the device history record has been completed. No deviations or non-conformances noted. The events of suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device evaluation: white particles were observed on the inner surface of the device. Brown particles were observed on the outer surface of the device. A leak test was performed and no leakage was found. A fill inspection was performed and no blockage was found within the port hole diaphragm valve. No device failure observed. The device was noted to be intact and functional. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Healthcare professional reported a right side deflation. Patient representative additionally reported patient was experiencing soreness and swelling during a postoperative follow up, patient did not like the way their breasts looked, breasts were very hard, right side is getting smaller, and patient realized it was just not positioned correctly. Patient has suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life. The losses are permanent or continuing in nature and patient will suffer them in the future. The device has been explanted. This medwatch is for the right side. See MFR# 9617229-2017-02194 for the left side.